Event description:
Pt was pulling up pants and lost balance. Wheelchair was behind resident. Resident attempted to get to wheelchair as she was falling. Wheels were unlocked and resident fell with the chair. Fall unwitnessed, resident found on the floor with the wheel chair by facility staff, and pt was complaining of ankle pain. X-ray revealed non-displaced spiral fracture of right ankle. Pt lost balance and fell. Wheelchair wheels unlocked, and pt and chair fell resulting in injury to pt. Diagnosis: end-stage congestive heart.